Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2024. On 01/11/2024, the patient reported that the sensor error occurred for approximately 6 hours. The patient was not using a bg meter as a back up during this time. The patient was speaking with a friend over the phone and the friend noticed the patient suddenly became unresponsive. The patient¿s friend called 911. Once emergency medical services (ems) arrived, the patient was found unconscious on the floor. The patient was treated with IV glucose and recovered at home after treatment. The patient was not transported to the hospital. No bg meter values were reported during this event. The patient was in good condition at the time of report. Data was provided for investigation. The problem or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.